Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the bottom case was damaged and fluid ingression was present. A review of the event history log identified motor rate error. During functional testing using the flow test, the reported issue of motor rate error was duplicated. The plunger head was loose and the main board was missing a screw and was loose into the extrusion. The root cause of the problem was caused by the customer's incorrect assembly of the device. Tightened plunger head onto plunger tube, was missing screw. Installed missing screw for main board and tightened all screw down to factory specifications. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the pump exhibited a motor rate error and there was fluid ingression. No patient injury was reported.